Event description:
It was reported that the pump touch screen was on, but the display remained black. There was no adverse impact to the customer's blood glucose level. A replacement pump with a new serial number was prepared for the customer.